Event description:
It was reported that the patients left knee was being revised due to patella pain. The surgeon noted minimal ingrowth on the patella intraoperatively but stated that there was a significant amount of tissue over the patella which the surgeon feels contributed to the pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding pain involving a triathlon mb patella pa a32 was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Device history review indicated that all devices accepted into final stock met specifications. Complaint history review there have not been any other events for the lot referenced. The exact cause of the reported pain could not be determined. However, the reported event noted there was a significant amount of tissue over the patella which the surgeon feels contributed to the pain. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
It was reported that the patients left knee was being revised due to patella pain. The surgeon noted minimal ingrowth on the patella intraoperatively but stated that there was a significant amount of tissue over the patella which the surgeon feels contributed to the pain.